Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was not able to replicate the customer reported complaint. The instrument was placed on an in-house system, the recognition and the engagement test passed. The instrument moved with full range of motion. The grips opened and closed properly. Failure analysis also observed the following unreported damages: the instrument conductor wire was dislodged. The electrical continuity test was performed and failed. There was no damage to the conductor wire at the distal end. The blue housing was removed and found the conductor wire was dislodged from the insert at the back end. There was no damage to the instrument insert or conductor wire. The distal end of the main tube had various scratch marks with light material removal. The scratches were .051 - .187 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the main tube abrasions with material removed, which was found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the maryland bipolar forceps instrument was not opening very well, broken. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.